Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7016164. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 350912.

Event description:
It was reported that the patients battery would not hold a charge and patient was experiencing inadequate stimulation. It was also reported that the leads were having high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted battery and leads will not be return.